Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. The op report documents severe structural valve deteriation (svd) of the prosthetic valve, causing the patient's stenosis. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due to severe aortic stenosis. Per the op report, the patient presented with severe structural valve deterioration in his bioprosthetic valve with resultant aortic stenosis and mild aortic insufficiency. Therefore, he was referred for redo-aortic valve replacement. No findings on the prosthetic valve were documented. The explanted device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well.